Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported transducer fault alarm occurred during patient use on the vela ventilator. Furthermore, there was no patient harm reported associated with the reported event.